Manufacturer narrative:
In a review of the labeling it is a known that only qualified surgeons are to use these products: who are fully knowledgeable about all aspects of the surgical techniques and use these implants, have full knowledge about the system compatibility's, and must be fully trained to properly use the system instrumentation. The surgeon put in the wrong sided implant. No adverse clinical result is expected due to the left implant being placed on the right knee because the inner patella grove, articulating surface and implant fit to the underlying bone are the same, with the only difference being the anterior flange geometry. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause for the left femur component being implanted to the right knee is human error. This event has been evaluated and found not to meet the reportability requirements of 21 cfr 803. There was no malfunction and no adverse event. No device evaluation pending.

Event description:
From the reported implant procedure there was no delay or any identified issues. The surgeon states that the "knee functions perfectly" and the patella is "tracking perfectly". There is no report of device malfunction or device-related serious injury or death. No additional information has been provided.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation.

Event description:
Surgeon inadvertently implanted a left femur on a right knee.